Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed it was not returned in any original packaging. The proximal body anchor was not returned. The distal plug is lodged inside the distal anchor. The distal anchor has some deformation at the bottom edge. No other visible deficiency. Bio debris is present. A functional evaluation was performed on the returned device and found that both deployment knobs work as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength requirements and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a procedure, the distal anchor of the healicoil was broken soon when the package was opened and it was used. All the broken pieces were removed from the patient. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).